Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction, which was reproduced. The device evaluation confirmed the malfunctions. It was observed that when pressing the #7 key, it displays a #4, the #8 key displays a #5, and the #9 key displays a #6, caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a malfunctioning keypad on the medical floor. It is unk whether the malfunction occurred during or before therapy. The customer started that when the #7, #8, and #9 keys are pressed, the output of #4, #5, and #6 keys are displayed. It was also reported, there was no pt injury.